Event description:
Procedure type: lap hernia repair. According to the reporter: the event is reported as follows: as prof (B)(6) was removing the camera and/or instrument from the port, the grey inside of port kept popping out. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation: no. Did this device problem directly result in any of the following: unanticipated tissue loss: no. Was there irreversible tissue damage as a result of this problem: no. Unanticipated extension of the incision by more than 1 inch: no. Unanticipated blood loss of 500cc or more: no. Was surgical time delayed by more than 30 minutes due to the product problem: no. Device fragment or components falling into the pt's cavity: no. Device fragment left in the pt: no.

Manufacturer narrative:
(B)(4).